Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was not detected on bus. A field service engineer (fse) troubleshot drawers that were not detected on the bus and, upon inspection, found that medication was jammed in the back of the drawer, causing the bus cable to become loose. The medication was removed and returned to the customer, all cables were reseated and secured, and the drawers were successfully tested in the hardware test application and recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 21nw main 2.1 & 2.2 drawers not detected on bus and user was unable to recover it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.